Event description:
It was reported that during a trauma add-on case from the emergency room, the console would not work. The user facility did not have backup equipment. The trauma procedure was completed successfully with an unknown delay after the patient was transferred to a sister facility. No additional medical intervention and no adverse consequences were reported. It is reported that the patient is doing fine. This report is being submitted due to the need to transfer the patient to complete the procedure.

Manufacturer narrative:
Follow-up report submitted to document quality investigation results.

Event description:
No new information.